Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 24 mg/dl. Low bg cause was not known. The customer's daughters and an emergency medical technician provided assistance and the customer consumed a glucose gel to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.